Event description:
It was reported that the right ventricular lead displayed loss of capture and high pacing impedance. The atrial lead showed oversensing of noise. Both leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the lead found calcification covering the ring electrode which likely caused of gradual rise in the pacing impedance as indicated on the device session records as well as the reported failure to capture. Unrelated to the complaint, visual inspection found an external insulation abrasion breaching the optim sheath only with intact silicone insulation at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.